Event description:
Pt reintubated five times due to et tube cuff leaking #8.5 and 9.0 tubes. One tube small hole identified in cuff. Three et tubes saved for return. One tube hole identified prior to placement. .02 saturations down to 70 during et tube problems.